Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "proper techniques for urinary catheter insertion: perform hand hygiene immediately before or after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indicators for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal inpatient record." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during the pretest, the catheter "jumped" and "skipped" during deflation of the catheter balloon.